Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The provided device data were thoroughly analyzed. In particular, the battery voltage was checked regarding to the charge drawn from the battery based on the device data, and it turned out not to be as expected. Based on the available device data, it was not possible to determine the cause of the clinical observation. An examination of the pacemaker is thus necessary for a more detailed analysis. It was reported that the implant was explanted but is not available for analysis. If additional relevant information should become available, the incident will be updated accordingly.

Event description:
After an implantation period of approx. 73 months, a battery error message was reported during the follow-up for the planned exchange of the device. The pacemaker was explanted.